Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical report states patient had off and on pain. Osteolysis was also noted around the trochanteric region. Update rec'd 06/23/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient had elevated cobalt levels. At this time there is still no indication there has been revision. There is no new information that would change the existing MDR decision.the complaint was updated on: 06/23/2015. Update rec'd 10/27/2015 - patient was revised due to pain and elevated metal ion levels. The MDR decisions are being reversed for the liner, head, stem, & 2 screws.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/27/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. The complaint was updated on: 11/20/2015.